Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the malfunction. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator would not ventilate a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.